Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) would not inflate consistently. A revision surgery was performed and upon examination a hole in one of the cylinders was found. The device was explanted and replaced. No patient complications were reported.